Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The master tool manipulator (mtm) had passed sine cycle and test drive on the in-house system. During evaluation, error 23013 and 23008 were observed along axis 6 via field error logs. Axis 6 motor, axis 6 magnet cup assy, axis 6 yaw shaft, and axis 6 pot board will be replaced.

Event description:
It was reported that during da vinci-assisted benign hysterectomy surgical procedure, the system displayed recoverable faults. The customer received phone assistance from the intuitive surgical, inc. (Isi) technical support engineer (tse). The tse reviewed system logs and found error code 23013 and 23008 on the left master tool manipulator (mtml) on one of the surgeon side console (ssc) confirming a faulty ssc2 mtml. The surgeon was continuing with the procedure robotically from ssc1. The procedure was completed using ssc1. No known impact or patient consequence was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed a faulty ssc2 master tool manipulator (mtm) arm. Replacement of this part resolved the issue. The system was tested and verified as ready for use. Isi received the replaced mtml; however, failure analysis has not completed their investigation.